Event description:
It was reported that the patient developed an infection and had to have her entire system removed. The system was working ¿fantastic¿ before its removal. The company representative later reported that they did not know when the infection started or if a culture was performed. The location of the infection was also not known. The device was explanted on (B)(6) 2014. The infection resolved. No devices were available to be returned to the device manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they had their pain stimulation device and leads removed in (B)(6) 2014, because it was doing something to their body since implant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated the previously reported complaint regarding the infection/ins doing something to their body. No new information was provided. The patient's weight is (B)(6).